Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that last friday the patient had an episode of fainting and was out cold for 4-5 minutes. Caller stated that the ambulance kept trying to get an EKG on the patient, but it wouldn't work because the stimulator was on. Caller added that when they got to the hospital, the hospital staff tried to get the patient up for the ekgs as well. Caller noted when they finally got the controller available and tried to turn the stimulation off, the controller kept saying the battery was too low to turn stimulation off. Caller noted they ended up turning "both leads" down to 0 (agent understood patient meant programs). Caller asked if the EKG ran the implant's battery down faster than it normally would because the patient said they had just charged the implant to 80% before this episode. Agent asked caller if they could see the battery levels at that time, and caller said no, but they were able to decrease the leads to 0. Caller noted the patient was the one operating the controller at the time and had just woken up and was a bit on the weak side, so they're not sure what was being pressed. Caller noted they're not familiar with the device at all but want to learn in case they need to operate the controller in the future. Agent reviewed implant battery depletion and turning stimulation off. Caller mentioned they spoke to medtronic representative yesterday about the issue and was redirected to patient services. Agent recommended caller and patient consider meeting with mdt rep to analyze the implant data and learn how to operate the device. Caller noted the patient has an appointment on wednesday at the cardiologist's office.